Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pr logic. Analysis of the device memory had an observation relating to wavelet detection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was indicated to be in atrial fibrillation/flutter but the device recorded the episodes as ventricular tachycardia. The patient was indicated to have received anti-tachycardia pacing and shocks for this rhythm. Reprogramming was performed. The device remains in use. No further patient complications have been reported as a result of this event.